Event description:
An 84-yr-old female with history of severe mitral regurgitation, moderate mitral stenosis and critical aortic stenosis had surgical replacement of mitral and aortic valve on 11/1/94. On 11/2/94, she was taken to surgery for insertion of an intra-aortic balloon pump. The pt had become more staqble over the approx 48 hours since insertion with a cardiac indec of 2.2 on minimal inotropic drips. The decision manually deflating the balloon, the balloon was easily pulled back about 3-4 inches and a resistance was felt. Again the balloon was deflated and numerous attempts were made to remove the remaining balloon. At this time the distal end of the balloon was at about the level of the percutaneous insertion site in the right femoral artery. The invasive cardiologist at that time visualized the balloon under fluroscopy and attempted to remove the remaining balloon without success. At that time it was decided to return the pt to the or to remove the iabp under direction visualization. Initially, the right groin was opened exposing approx 2.5 inches of the right femoral artery, yet the iabp could still not be removed. Two vascular surgeons were consulted at this time. One responded and came into the or. It was decided to perform a laparotomy and the iabp was found to be in the right iliac with the proximal end in the distal aorta. An arteriotomy of the right iliac was done and both the distal aorta and right iliac were endarectomized. The proximal end of the iabp appeared to be hung up to two pieces of calcific plaque, and so was removed in a retrograde fasion. Upon removal, the iabp was found to have blood within the balloon. The pt was returned to the ICU in fair condition. Through that evening, the pt progressively deteriorated with signs of ischemic limbs and bowel. Blood pressure continued to fall despite increasing inotropic agents, and the pt developed refractory acidosis (ph=7.26) requiring frequent nahco3. The next morning the family decided to discontinue life support after a prolonged discussion with the cardiac surgeon regarding the terminal condition. The pt expired shortly thereafter. The iabp balloon was returned to co for analysis.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.